Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for free triiodothyronine (ft3). The erroneous result was not reported outside of the laboratory. There was no data or instrument alarm. The sample initially resulted as 6.72 pg/ml. The sample was repeated on a second analyzer, resulting as 3.41 pg/ml. The sample was repeated a second time on the second analyzer, resulting as 3.4 pg/ml. The patient was not adversely affected. The ft3 reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
Investigation of the event has determined that the crystallization found on the reagent cup is the root cause for this event. These crystals may interfere with the liquid level detection for the system reagents. The sipper probe may not detect the liquid properly and insufficient system reagents may be used for the measuring cycle. This typically leads to discrepant high results for assays such as ft3. Cleaning and replacing of the reagent cups is part of customer maintenance. The field service representative checked the analyzer and found it working according to specification.

Manufacturer narrative:
The sample in question had a ft4 result of 1.68 and a tsh result of 0.496. No units of measure were provided for the ft4 and tsh tests. In other measured tests, no other discrepancies were seen. An aliquot of the same patient sample was used for repeat testing. The field service engineer cleaned probes and ran a synthetic fiber through them. He confirmed liquid level detection, pressure voltage, and probe positions. He found crystallization in a reagent cup, so he cleaned this. He ran performance testing and confirmed ft3 control recovery; no problems were found.